Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the center port. The leaks were discovered while checking the compounded tpn. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: two (2) actual devices and two (2) companion samples were received for evaluation. Visual inspection of the actual and companion samples did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed by filling the tap water into each of the bags; leak was identified from the spike port bonding area of both actual samples and one (1) companion sample. The reported condition was verified for three (3) samples; however, not verified for a companion sample. The cause of the condition could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.